Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise. The patient was seen for a lead revision procedure where lead body damage was seen. The lead was suspected to have sustained sub-clavicular crush. The lead was explanted and is not expected to be returned. There were no adverse patient effects reported.